Event description:
The customer reported an interlock failure. This failure is likely to result in a system lock up or prevent the system from booting to a usable state. No pt or user injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The power motor relay pcb was evaluated and the connections were reseated. The system was tested and found to be working as intended and returned to service.